Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of the device working intermittently was duplicated. Based on the investigation details, the likely cause was problems with the rocker switch and tube assembly, which were each replaced along with other components.

Event description:
It was reported that the device was working intermittently during a cast removal and caused a 30 minute delay. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.